Event description:
It was reported that during threshold testing, loss of cap- ture occurred. A surface ECG revealed pacing spikes at 0.5 v but there was no capture though the pulse generator acted as if capture occurred. After changing the safety pacing configuration from bipolar to unipolar, loss of capture was no longer observed on the surface ECG.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.